Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On an unknown date, after post filter deployment a computed tomography of abdomen and pelvis was performed and results showed that inferior vena cava filter was in place and multiple arms of the filter have protruded through the inferior vena cava wall into the retroperitoneum and two of the arms appeared to be abutting the aortic wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with prophylactic pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombosis; however, the current status of the patient is unknown.